Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during the initial drain. During troubleshooting, there was nothing unusual noted with the supplies or setup that could cause or contribute to the alarm. A swap of the device was initiated and the patient planned to use manual supplies for their next therapy. The patient was advised to notify their nurse if they were unable to do manual exchanges. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.